Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was detection of asystole events due to r-wave undersensing on the recording device. Unsuccessful attempts were made to adjust the device sensitivity. The device was extracted and replaced/upgraded to a pacemaker. No patient complications were reported as a result of this event.